Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: "had my right hip replaced 8 years ago, went great, no visible scars at all. Had my left hip replaced this year with mako, nothing but problems since and the huge ugly scars are unbelievable".